Event description:
It was reported in clinic notes that the patient had a lead fracture and also that the mother felt that the vns didn't really help the patient. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the physician was not sure on the relation of the lack of benefit to the lead fracture; however, he also reported that the patient never had efficacy. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.